Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 416 mg/dl and around 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that they experienced low blood glucose of 44 mg/dl and treated with food. The customer's blood glucose was 325 mg/dl at the time of call. The customer mentioned that they had bent cannula in the past. The insulin pump will not be returned for analysis.